Event description:
Healthcare professional reported that a patient experienced ¿nodules in the lips¿ four months after they were injected in the lips and perioral region with 1ml of juvéderm® volbella¿ xc. Hcp determined they were inflammatory in nature and administered steroid and hylenex. Two months later, patient reporting no improvement so hcp administered doxycycline and further hylenex. Hcp is currently observing the effects of these interventions.

Manufacturer narrative:
Patient was noted to be in the late 50s of age. Further information regarding event, product, or patient details has been requested. No additional information is available at this time. The event is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. The filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. This is a known potential adverse event addressed in the product labeling.